Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent and dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.  Changing your pod.   Chapter 3 / page 49.  Warnings:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level rose to over 400 mg/dl. It was reported the pod's cannula had become dislodged from the infusion site (back). Upon removal of the pod from the infusion site the cannula was found to be bent. As treatment, the patient administered insulin via pen injection.